Event description:
Customer reported that the attachment is heating up when run for more than 30 seconds.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for repair, with worn drive shaft and a rusty drive shaft. During the repair the technician replaced the drive shaft, bearings, parts of the clutch and gears.